Manufacturer narrative:
Product event summary: clinical data files were received and reviewed. The files showed at least eight injections were performed with the returned catheter without any issues or system notices on the date of event. The catheter was returned and analyzed. Visual inspection of the device showed it was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. Dissection / pressure testings did not show any leaks along the vacuum line that might have caused the deflation issue. The reported issue has not been confirmed through testing. The catheter passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received revealed that the patient's phrenic nerve palsy (pnp) did recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure, phrenic nerve palsy (pnp) was confirmed and had not resolved prior to the patient leaving the cath lab. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.